Event description:
I received the first treatment of incontilase for urinary stress incontinence following which I experienced pain and discomfort due to severe burns to my labia and vagina. FDA safety report ID# (B)(4).